Event description:
Customer reported that pump's wake button was often unresponsive. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.